Manufacturer narrative:
(B)(4). Evaluation summary: the hypotube was kinked 12.5cm distal to the strain relief. The stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 22nd distal stent wrap with struts raised. There was misalignment of stent struts to a number of the stent wraps. There was slight deformation to the distal tip.

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a severely calcified rca lesion. No damage noted to device packaging or issues were noted when removing the device from the hoop/tray. The device was not inspected. Negative prep was performed with no issues noted. The lesion was not pre-dilated. During the procedure, the device did pass through a previously deployed stent. Resistance was encountered during delivery but no excessive force used. It was reported that the stent couldn¿t pass through the lesion. During positioning at the lesion, strut damage was seen. The case was completed with the device of another manufacturer. No patient injury reported. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.